Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and repair/pre-testing, it was observed that the motor device was generating abnormally high temperatures, and the cord and components were damaged. The device also failed pretests for visual assessment, air pump assessment and handpiece temperature assessment. It was noted in the service order that the device handpiece cover was damaged. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was npt reported. All available information has been disclosed.